Event description:
The customer reported intermittent dark images on the left monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the left monitor, calibrated same, and verified proper operation of the system.